Manufacturer narrative:
The customer declined ge service. No repair information available. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The unit was rebooted and case resumed. There was no patient injury.